Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose. The customer reported that the insulin pump might have been delivering too much insulin. The customer's blood glucose was 27 mg/dl at the time of the incident. The customer's blood glucose was 145 mg/dl at the time of call. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer performed displacement test and self test. The customer stated that the insulin pump passed both displacement test and self test. The insulin pump will not be returned for analysis.